Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection was noted after treatment with a csi orbital atherectomy device (oad). The target lesion was 12mm in length, 99% stenotic and was located in the proximal ostial right coronary artery (rca). The physician used a 6fr introducer sheath from a femoral approach to access the lesion. He advanced the oad to the site of treatment and performed three runs at low speed for a total of 43 seconds. He removed the oad and discovered a dissection via angiography. He resolved the dissection via the planned modality using balloon angioplasty followed-up with placement of a stent. Further angiography revealed that a perforation had occurred after placement of the stent. He attempted to resolve the perforation via balloon angioplasty, but the perforation had increased in size post-angioplasty. The patient coded and the emergency team was called in. The perforation was then resolved by deploying one final stent. The patient recovered well throughout the weekend and status remained stable. Three requests for additional information have been requested, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Device discarded by facility.

Event description:
Procedural notes obtained from the facility indicated that an attempt to resolve the perforation was made by placing a 3.5 x 19mm graftmaster stent. However, post-stent deployment, there was still a significant leak. A 3.5 x 12mm trek balloon was then reinflated in an attempt to resolve the perforation. At that point, cardiac effusion was noted on echocardiography. Pericardiocentesis was performed with removal of 350cc of blood and resolution of effusion. The patient was then transported to the operating room for emergent coronary artery bypass grafting (CABG) and ligation of the rca. The patient was alert, oriented and hemodynamically stable on oxygen leaving the cath lab. Post-procedure ((B)(6) 2014) the patient's hemodynamics and oxygenation began declining which was indicative of right ventricular failure. On (B)(6) 2014, nurses were called to the patient's room. The patient was unresponsive to verbal and tactile stimuli. The patient expired on (B)(6) 2014 at 3:08am.